Event description:
Customer called lfs in 2002 alleging that one touch profile meter had missing segments. Customer did not report any symptoms and did not seek medical treatment. No adverse events or serious injury occurred as a result of the issue. Missing segments issue was not resolved. Ccr replaced one touch profile meter, test strips, and control solution. Customer also reported getting inaccurate erratic results on meter. Customer did not report any symptoms at the time or the erratic results. Customer recalled getting "over 200 mg/dl, 80 mg/dl, and 90 mg/dl" within a 10 minute period and a greater than 20% difference between the readings. No adverse events or serious injury was reported. Customer did not have quality control supplies and had been cleaning meter incorrectly. No further info was provided.